Manufacturer narrative:
The autopulse li-ion battery in complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed, and a root cause could not be determined.

Event description:
During patient use, the finger latch on the autopulse li-ion battery (B)(6) got broken. The ems crew switched to manual CPR to finish the call. Later, the customer managed to take the battery out of the autopulse platform. No consequences or impact to the patient.